Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.